Manufacturer narrative:
This report has been identified as b. Braun (B)(4) internal report (B)(4). The complaint is under evaluation. A follow-up report will be provided after the examination results are available.

Event description:
As reported by the user facility information by bbm sales organization in (B)(6): "overinfusion". According to the customer: "programmed for IV (blood) over 3 hours and infused over 1 hour the nurse had put up a blood transfusion and set the rate for 3 hours, after approximately an hour then pump alarmed and the blood transfusion had finished. 2 nurses checked this and it appeared the transfusion rates had all been entered correctly. I dont have the exact amount as each blood transfusion is slightly different but it was approximately 300mls. The information given was that there was a doctor present and they were able to complete procedure with no harm to patient.

Manufacturer narrative:
This report has been identified as b. Braun melsungen ag internal report 400555164. The device has been investigated in our service department at b. Braun melsungen ag, melsungen, germany: 1. General information: complaint: (B)(4). 2. Information to the sample: 2.1 model: infusomat space. 2.2 article number: 8713050. 2.3 serial number/batch: (B)(6)2.4 software version: h030002 2.5 hours of operation: 2157 h 2.6 further information: n/a 3. Investigation results: 3.1 history inspection: the device history files were read out and analysed. The last infusion at 2022-04-06 was investigated. At 10:24 a.m. A space line was inserted. One minute later the rate was set to 289 ml/h and the time to 03:00 h. The infusion was started at 10:25 a.m. At 11:17 a.m. The infusion was stopped by an "air rate alarm". The reason for this alarm could not be clarified. So, the infusion was not stopped by reaching the set time. After the infusion was stopped the by the air rate alarm, the infusion was not started again. Furthermore, the history files do not show any anomalies. 3.2 visual inspection: a visual inspection was performed. The cover caps on the screw pillars, and the production seal on the lower housing were intact. The device shows age related signs of wear and tear, but no visible damages are to be located. 3.3 functional inspection: a functional test was performed. The device passed the self-test. A space line was inserted, the pump identified the line, and it could be selected from the menu. It was possible to put the pump in operation. 3.4 pressure inspection: for checking the downstream sensor, the electronic pressure cut-off and the mechanical pressure limitation of the device were tested according to the requirements of the technical safety check. The electronic pressure cut-off was checked: pressure stage 2: is: 0,38 bar (should be: 0,1-0,7 bar). Pressure stage 5: is: 0,65 bar (should be: 0,4-1,0 bar). Pressure stage 9: is: 1,00 bar (should be: 0,8-1,4 bar). The mechanical pressure cut-off was checked: pmax: is: 2,12 bar (should be: 1,8-2,5 bar). Pmin: is: 1,75 bar (should be: >1,5 bar). Safety clamp was checked: pmin: is: 1,91 bar (should be: >1,0 bar). The device matches the required values and standards. All measured values are within our specification. 2.5 flow rate inspection: a delivery accuracy measurement according to iec 60601-2-24 was arranged. Here a nominal flow rate of 100 ml/h was chosen. The assessed mean deviation "a" of the second operating hour was measured and resulted in a value of -2,34%. The accuracy of set delivery rate should be: ± 5 % according to iec/en 60601-2-24. The device matches the required values and standards. All measured values are within our specification. 3.6 disassembling: during the investigation no faults could be detected. To investigate the inside of the device, only the upper housing was removed. No damage or soiling could be found. 5. Assessment: 5.1 the complaint could not be confirmed. Summing up all tests, the infusomat space operates within our specification. No product deviation.